Event description:
During patient code, there was no working piv access. The ez io yellow 45mm 15ga needle set was opened and placed in leg of patient with good flush and blood return. Code medications were being given through the ex io. About 15 minutes into 30 minute code, the ext set which is part of the needle set separated (broke).